Event description:
Patient reported the infusion device is starting up with an e7 (electronic error) message. Patient stated he changed the battery and the battery cover. Patient reported the infusion device makes the self- test without a vibra-alert. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. Consumables n/a. The product(s) will be stored in iu.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.